Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition. Customer?s reported issue was duplicated. Crack in the return tube which had leaked water on multiple components. The root cause of the reported issue was determined to have been design related. Actions taken to mitigate the reported issue: customer received a device replacement. A corrective and preventative action has been opened to address the reported issue. UDI information is unknown.

Event description:
It was reported that unit is getting too hot. No patient injury reported.